Event description:
Symptoms/ae: right le pain with decreased motor function. Time of symptoms/ae: post procedure. The following event was noted through a periodic article review. It was reported that after a pci procedure, an arteriotomy closure was performed using the starclose device. Two hours after the procedure, the pt complained of severe right lower-extremity (le) pain and had decreased sensation and motor function in the right foot. No palpable or doppler signals were appreciated below the level of the groin; however, there was a strong palpable pulse in the right femoral artery. The pt was taken to the operating room where he underwent right common femoral artery exposure. The starclose clip was noted to have closed the artery from front to back by grabbing a portion of plaque along the posterior wall. Endarterectomy and patch angioplasty were performed. The pt recovered uneventfully. No add'l info was available.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: frank r. Arko, md., et al; "vascular access site management" endovascular today 2008: 40-44.